Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when the power was turned on prior to use on a patient. The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check on the device. The system error logs were reviewed, and it indicated a fluctuation of the flow sensor. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts being proactively on the device: air inlet foam filter and particulate filter. After all of the parts were replaced on the device, the final and run-in tests were performed, along with the battery and valve checks. The software was updated to the current software revision. Afterwards, the device was operational, and it was cleaned.